Event description:
It was reported that when using the bd pyxis¿ es server, multiple station was not crossing over multiple pyxis station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was found to be receiving messages from the carefusion coordination engine (cce) but was not processed, with the last successfully processed message timestamp at 10:40:46. A technical support specialist (tss) restarted the external inbound processors service at 12:20 est, after which message processing resumed normally and the queue began clearing. Customer was informed that processing had restarted and would catch up shortly. Review of the dsserveroltp database revealed multiple highly fragmented indexes, despite the weekly optimization job having completed recently. To prevent recurrence, the index optimization job was rescheduled to run daily, the maintenance service was restarted, and a manual reindex of dsserveroltp was performed. Follow-up confirmed the daily task ran successfully and fragmentation levels improved. The system functioned as intended after the technical support specialist troubleshot the device.